Manufacturer narrative:
According to technician statement, the device generated high o2 concentration alarm. The issue was not reproduced onsite. Device passed pre-use check. The device was delivered to the user in working condition. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There are two main reasons for these alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). The device's logs did not confirm occurrence o2 concentration high alarm. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit, but there was no technical malfunction of the ventilator itself. The cause of the issue has not been determined.

Event description:
It was reported that the ventilator generated alarm indicating incorrect o2 concentration in high flow therapy. There was no patient harm. Manufacturer's ref. #: (B)(4).